Event description:
It was reported that an abrupt increase in pacing lead impedance and high capture threshold were observed. The lead was explanted and replaced. The patient was good post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of high pacing lead impedance and high capture threshold was due to tissue and calcification on the ring electrode. After cleaning the ring electrode, normal lead impedance was measured.